Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the r-waves and threshold values were continually on the decline. When trying to reposition the lead it had poor sening. The lead was subsequenlty replaced.